Manufacturer narrative:
The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.

Event description:
Legal case ¿ USA (master case no. (B)(4)) it was reported via legal documentation that approximately 32 months after a left total knee replacement procedure, the patient has experienced prosthesis wear, pain, swelling, instability, and osteolysis. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
7037906 02-020-12-0335 - truliant ps por fem ps por right sz 3.5. Manufacturer narrative: potential evaluation contributions of the reason for the reported event cannot be confirmed from the information provided, but may have been due to prosthesis wear. User or patient-related considerations to the event could not be assessed as the devices were not available for and no images, radiographs, or relevant clinical information was provided. Additionally, this device was packaged after initiation of the recall and was not packaged in a non-conforming vacuum bag.

Manufacturer narrative:
H6 corrected the following: health effect - clinical code, and type of investigation. Manufacturer narrative updated: the reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear and/or due to inclusion of the polyethylene in the packaging recall. However, the reported prosthesis wear could not be confirmed and potential contributions of manufacturing, user, or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and no product information, images, radiographs, or relevant clinical information was provided.